Event description:
It was reported that during a da vinci total benign hysterectomy procedure, they were unable to remove the monopolar curved scissors instrument from the cannula. They had to remove the cannula and the instrument together. There were no missing pieces or fallen pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found the tube extension fractured next to one of the keys that mates with the proximal clevis. The clevis was dislodged from the tube extension. The instrument was inserted in the system and was able to detach with no problem. Electrical continuity testing was performed and passed. Failure analysis concluded the damage was likely due to mishandling / misuse. An additional finding was various scratches on the distal end of the main tube showing light material removal and a rough surface finish. The scratches were .269 - .025 in length and not axially aligned with the tube. Failure analysis concluded the damage may be due to mishandling / misuse. No other damage was found. An additional observation not reported was the main tube had a small hairline fissure in the axial direction, located directly below the tube reinforcement ring. No other damage found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however; tube abrasions with material removed ,found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.